Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002 and mesh was implanted. Following the procedure, the patient experienced pain in the right pelvic area, small amounts of bleeding and bladder/kidney infection. About 3 years ago, the patient became incontinent. It was reported that the patient is currently being treated and there has been discussion to remove the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.